Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Pre-implant aneurysm neck diameter was 22 mm. It was reported that the device was successfully implanted, and a small endoleak was seen. The physician balloon angloplastied the proximal stent graft and the endoleak improved. A follow-up computerized tomography (CT) scan performed one week post-implant demonstrated that the device was infolded at the proximal end. A very small endoleak was still present is reported to be fine. Films have been received by medtronic ave, and have been reviewed by an independent contracted physician. The aortic neck is not angulated. The proximal main body of the endograft is infolded with a proximal type I endoleak the aneurysm is 46 mm in size, and the proximal neck is 21-24 mm in diameter from the renal arteries to the start of the aneurysm. Although preoperative films are not available, the independent contracted physician suggests that the device size chosen may be significantly oversized as compared to the actual aortic vessel diameter.